Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of failure to alarm for occlusion was not confirmed during a review of the log or replicated during testing of the suspect pump modules. Thorough laboratory testing performed on the suspect pump modules found the pump modules performing within specification and having no errors or malfunctions. Infusion testing, patient side occlusion and fluid side occlusion testing, and pressure sensor testing performed on the suspect pump modules did not replicate the malfunction event. Inspection of the suspect pump modules did not observe any existing issues that may have been a contributing factor for the reported issue. Since neither the date nor the time of the event was provided, the last infusions administered by the suspect pump modules with s/n (B)(6) on (B)(6) 2024, respectively, were reviewed. On (B)(6) 2024, pump module 8100 with serial number (B)(6) , assigned to channel b, started an infusion at 2:00:07 pm with pump pressure at pump mode (525mmhg), a rate of 100 ml/hr and a volume to be infused (vtbi) of 100 ml. The pump module was turned off at 2:32:32 pm, pausing the infusion. On (B)(6) 2024, pump module 8100 with serial number (B)(6) , assigned to channel b, started an infusion at 4:08:50 pm with pump pressure at pump mode (525mmhg), a rate of 120 ml/hr and a vtbi of 15 ml. During this infusion, "door opened" and "check IV set" alarms were triggered at 4:12:03 pm and 4:12:06 pm, respectively, and the pump module was turned off at 4:12:08 pm, pausing the infusion. During the review of the pump modules records, it was confirmed that the settings reported by the facility were at 525 mmhg. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pump modules event log only has limited infusion details such as the rate, volume to be infused (vtbi) and alarm events. A review of the lvps error logs showed no records associated with the reported incident. The alaris system user manual v12.1.2 states that before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. A fast time to alarm is particularly important for low, very low, and extremely low birth weight neonates. Avoid using high pressure settings, particularly at low flow rates, as it can result in longer time to alarm when an occlusion occurs, which can lead to an interruption of therapy. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: 01791170) the lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of failure to alarm for occlusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported the pump is not alarming for occluded. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref 2203-0500. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump is not alarming for occluded. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref (B)(4). There was patient involvement but no harm.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump is not alarming for occluded. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref (B)(4). There was patient involvement but no harm.